Event description:
Boston scientific received information that this product was involved in infection. Additional information received indicates that the patient had endocarditis. There were no additional adverse effects reported. The product remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.